Manufacturer narrative:
The failure investigation has been completed and the alleged occlusion issue was verified in the pump logs; however, no failure was identified while based on the analysis, the alleged fill estimate issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. Customer's blood glucose was in 400 mg/dl range.